Manufacturer narrative:
Date of event: date is approximate. Concomitant products: product ID: 3889-28, lot#: va1zytp, implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor, urinary/bowel dysfunction, and urge incontinence. It was reported that the patient had to get a whole new system because he went to the bathroom and slipped and fell on the floor and broke the wire. I asked when the even happened. Almost a year ago. He would say 2021. He had the new system put in (B)(6) 2022. Documented reported event.